Event description:
It was reported that oversensing of noise was observed on the lead. The lead was capped and replaced without complications. The patient's condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.